Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp pump was placed and as the pump was started, ramped up in auto mode, it immediately stopped. The team was unaware of the anticoagulation being therapeutic. The stopped impella cp pump was removed. Activated clotting time (act) was achieved as this time. The team waited for act to be above 250 seconds (at 293), and the second impella cp pump was implanted without incident. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Pump did not start: the fm pump stop was updated to pump did not start since data log review confirmed that the pump was never successfully started. Clinical details state that after insertion when the pump was started, they got an "impella stopped: motor current high" alarm. Another attempt to start the pump failed. Data log review confirms these alarms and the pump not starting. There were three motor current spikes greater than 30000 ma with alarm 13 (impella stopped - motor current high) and alarm 115 (impella stopped (rpm deviations)). Product was returned and evaluated. All three motor phases showed open lines during electrical testing. The pump was cut down and the open lines were confirmed to be isolated to the motor housing. CT scans of the motor housing revealed full/partial tears of the motor cables. It is possible that some tearing seen in the CT scans occurred during stripping of the wires in the lab, but the open lines were isolated to the motor housing by confirming the wires in the rest of the pump to be continuous as well. There were no signs of excessive force or bond failure found. The root cause of the pump not starting was an electrical open as there were open electrical lines found in the motor housing of the returned pump and alarms in the data logs indicating an electrical failure.